Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated he disconnected in the dwell cycle. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 4 of 4. The hp stated he disconnected in the dwell cycle. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and assisted the hp to clear the alarm. The hp confirmed to call the nurse to inform of the incident and to finish therapy with a manual bag. The tsr reviewed proper procedures with the hp. On (B)(4) 2010, product surveillance spoke with the hp's caregiver (cg) who stated that she heard the alarm and had reconnected the hp. The cg stated that she did call the rn and the rn came to their house. The rn prescribed the hp antibiotics during his last fill. The cg stated that the hp was doing fine and continuing therapy without issues.